Event description:
I had the essure devices implanted in (B)(6) of 2012. I was complete in my family. I started having issues right away, severe bleeding, passing blood clots the size of plums, headaches, backaches, lower pelvic pain, seen in (B)(6) 2013 and told him all about my issues. At first I thought it was my body getting back to normal after going off my depo shot. He decided to do a novasure ablation that would help with the bleeding. It did for the most part but none of my other issues went away. Seen him several times during 2013 and at my final apt in (B)(6) he decided to do an ultrasound. It showed that I had post ablation syndrome. Now I must tell you that I never had any issues prior to having essure. In (B)(6) of 2013 I had to have a hysterectomy due to all the pain and issues. Once doctor was in there he advised us that I had endometriosis and also adenomyosis. Neither were seen when essure was being put in! I have to say that with not having any female issues at all before essure, that I'm convinced that the pet fibers in the device caused all these issues.